Manufacturer narrative:
A device history record review was performed and review of the sterilization records confirmed normal sterilization cycles for the implantable cardioverter defibrillator. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
New information received notes the patient presented in-clinic. Upon examination and performing cultures on the device pocket, infection was identified. The patient's implantable cardioverter defibrillator was explanted on 29 oct 2021. The patient was stable throughout.

Event description:
It was reported that a patient presented in-clinic with discomfort at the implant site. Upon examination, the patient's device was found to be putting pressure on the skin, causing the discomfort. No pocket erosion was noted. The device and pocket was revised on (B)(6) 2021. The patient then presented in-clinic again with wound dehiscence from the prior pocket revision. The pocket and device was revised again on (B)(6) 2021. The patient was stable throughout the intervention process and no additional symptoms were reported.